Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: two pictures were received for analysis. Upon visual inspection of pictures, the following was observed: a picture with label information of carboard box identified with the lot number, the product code is not visible. On the second picture was noted the carboard box and three empty packets, the printing information is not available, since the packet can only be seen from one side. According to our specifications, the primary package for this code is a folder, secondary packages are peelable foil and a cardboard box. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to pictures, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/6/2020. A manufacturing record evaluation was performed for the finished device pvm2m3; pmbcwrt0 number, and no non-conformances were identified. A photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date and the mesh was used. It was reported that the hospital received mesh product without product traceability labels on the primary sterile packaging; traceability labels that surgeons attach to the patient records. There were no adverse patient consequences reported.